Manufacturer narrative:
Sc-1132 sn (B)(4) device evaluation indicated that the complaint of abnormal jolting sensation was confirmed. During testing, the impedance of the electrode #24 was extremely low (15 ¿) with load connected, indicating that the electrode was shorted to the vh node inside the slave asic (u3). As a result, the device was depositing excessive charge on the output. It was reported that an electrocautery was used in his previous revision.

Event description:
A report was received that the patient was experiencing strong stimulation due to high impedance. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing strong stimulation due to high impedance. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.